Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. Black and white colored seeds were found in the suction cylinder of the device, and were presumed to entered during a procedure. There was no physical damage on the point that the foreign material remained. Therefore, the suggested phenomenon was presumed to have been due to seeds that were suctioned during the procedure and became clogged in the suction cylinder. The event can be detected if the user handles the device according to the following instructions for use (IFU): IFU: cf-hq190l/I operation manual chapter 3 preparation and inspection_ 3.8 inspection of the endoscopic system the event can be reduced and/or prevented if the user handles the device according to the following IFU: IFU: cf-hq190l/I operation manual chapter 4 operation_ air/water feeding and suction_ suction: avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve and remove solid matter or thick fluids. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer reported that the colonoscope was manually washed and put through the automated endoscope reprocessor (aer) on a standard cycle. The cycle completed and passed. However, since the suction channel was blocked it would not have been cleaned in aer, so it has not been decontaminated. An evaluation of the returned device confirmed the customer allegation-blocked suction channel. There were few additional findings. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to wear of forceps elevator lever, up/down knob could not be locked securely. Adhesive around objective lens and light guide lens was worn out. The distal end cover had a scratch. Adhesive on bending section cover had a crack. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the colonovideoscope had a blocked suction channel. The issue occurred during a diagnostic procedure (colonoscopy of caecum). The intended procedure was completed. There was a delay of approximately 10 minutes as the user attempted to remove blockage. The device was inspected before use. The returned device was evaluated and service found black and white seeds in the suction cylinder. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.